Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cmv igg elecsys e2g on a cobas e 801 analytical unit. The sample was processed on a cobas p512 pre-analytical system prior to measurement. The sample initially resulted in a cmv igg value of 5.64 coi (reactive). On (B)(6) 2024, a new sample was collected from the patient and it resulted in a negative cmv igg value. The complained sample was then repeated, resulting in a negative cmv igg value. No specific repeat result was provided.

Manufacturer narrative:
The cmv igg reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.